Manufacturer narrative:
One sample was received for the reported condition of no flow; however an evaluation could not be performed due to the sample being contaminated by chemotherapy. Therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. The lot number is not known; therefore a batch review could not be performed. Should additional information become available a follow up medwatch will be available. (B)(4)

Event description:
The facility representative reported experiencing a no flow. This incident occurred with a primary set (B)(4) and a secondary set (B)(4) used in conjunction with a flogard 6301 device set to infuse chemo drug zofran and normal saline to a patient. Customer did squeeze the bag per label copy to initiate flow. The check valve was also inverted and tapped, and the drip chamber was half full. The tubing was the component associated with the no flow. The reported condition occurred during priming. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.